Event description:
Diamond ii valve was implanted, it was later explanted for causes unknown to MFR. Implant and explant dates are unknown to MFR. Valve was returned to MFR for eval.

Event description:
Diamond ii valve was implanted, it was later explanted for causes unknown to MFR. Implant and explant dates are unknown to MFR. Valve was returned to MFR for eval.